Event description:
It was reported that the customer had an issue with a low battery and when she tried to change it, the pump was showing there was low insulin and the pump appeared to have reset. Customer stated that the pump was asking for time and date to be fully verified. Customer stated that she didn't notice the low battery and filled the pump. Customer was walked through resetting time and date. Customer primed the pump and saw drops. Customer was assisted with programming and making sure the pump settings for basal, bolus, time, and date were correct. It was advised that the battery may have died out during the priming process and may have prompted for the reset of time and date. Customer was able to connect back to the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)